Event description:
Kono, k, et.al ¿triple antiplatelet therapy with addition of cilostazol to aspirin and clopidogrel for y-stent-assisted coil embolization of cerebral aneurysms¿, published on line 29, may 2013 reported on the use of enterprise stents between july 2010 and october 2012. There was one report of a thromboembolic complication with a peri-procedural infarction followed by a transient ischemic attack (tia) one week later in a patient treated with 2 enterprise vrds in a y-stented assisted coil embolization of an unruptured saccular basilar tip aneurysm (patient #24). The aneurysm was 7.4mm with a 8.3mm neck. The minimum size of the parent vessel in the y-stented sub-group was 2.0+/- 0.8mm. Just after the procedure, the patient showed slight memory disturbance because of left temporomedial infarction which was resolved in 3 days. Cilostazol was withdrawn 1 week after the procedure. On the next day, the patient showed sudden consciousness disturbance. MRI showed no hemorrhage or acute infarction. The patency of the basilar artery could not be determined because of metal artifact of the stents in MRI. It was considered that ischemic changes occurred at the basilar artery and argatroban was quickly administered. The patient¿s consciousness soon recovered following this administration. Follow-up MRI showed no additional infarction, and this event was categorized this event as tia. Cilostazol was resumed, and triple antiplatelet therapy was continued.

Manufacturer narrative:
The patient was discharged with a modified rankin scale (mrs) of 0. Aspirin was carefully withdrawn 6 months after treatment with angiography demonstrating complete occlusion of the aneurysm. Double antiplatelet agents, clopidogrel and cilostazol were continued, and the patient remained neurologically intact 19 months after the procedure. It was reported that from the clinical course, the patient was a non-responder of antiplatelet drugs. There was no coil protrusion or intraprocedural technical complications in the y-stent group; there was no cause other than the y-stent (too much metal in the vessel) and/or related to platelet function found for the thromboembolic complications. The patient was pretreated with triple antiplatelet agents, 100 mg aspirin, 75 mg clopidogrel, and 200 mg cilostazol, 1 week before the procedure. Platelet function testing was not performed because of the lack of verifynow in the hospital. There was full anticoagulation with intravenous administration of heparin to an activating clotting time of 250 to 300 seconds. All the procedures were performed with the jailing technique with placement of a 6 or 7 fr. Guiding catheter (gc) in the parent artery and a prowler select plus microcatheter for stent delivery was positioned through the neck of an aneurysm. An excelsior sl10 microcatheter was manipulated over a 0.014-inch microguidewire into the aneurysm. The enterprise stents was deployed across the neck of the aneurysm. The second stent was deployed through the interstices of the first stent and coils were inserted in the aneurysm. The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Kono, k, et.al ¿triple antiplatelet therapy with addition of cilostazol to aspirin and clopidogrel for y-stent-assisted coil embolization of cerebral aneurysms¿, published on line 29, may 2013 reported on the use of enterprise stents between (B)(6) 2010 and (B)(6) 2012. There was one report of a thromboembolic complication with a peri-procedural infarction followed by a transient ischemic attack (tia) one week later in a patient treated with 2 enterprise vrds in a y-stented assisted coil embolization of an unruptured saccular basilar tip aneurysm (patient #24 /table 2). The aneurysm was 7.4mm with an 8.3mm neck. The minimum size of the parent vessel in the y-stented sub-group was 2.0+/- 0.8mm. Just after the procedure, the patient showed slight memory disturbance because of left temporomedial infarction which was resolved in 3 days. Cilostazol was withdrawn 1 week after the procedure. On the next day, the patient showed sudden consciousness disturbance. MRI showed no hemorrhage or acute infarction. The patency of the basilar artery could not be determined because of metal artifact of the stents in MRI. It was considered that ischemic changes occurred at the basilar artery and argatroban was quickly administered. The patient¿s consciousness soon recovered following this administration. Follow-up MRI showed no additional infarction, and this event was categorized this event as tia. Cilostazol was resumed, and triple antiplatelet therapy was continued. The patient was discharged with a modified rankin scale (mrs) of 0. Aspirin was carefully withdrawn 6 months after treatment with angiography demonstrating complete occlusion of the aneurysm. Double antiplatelet agents, clopidogrel and cilostazol were continued, and the patient remained neurologically intact 19 months after the procedure. It was reported that from the clinical course, the patient was a non-responder of antiplatelet drugs. There was no coil protrusion or intraprocedural technical complications in the y-stent group; there was no cause other than the y-stent (too much metal in the vessel) and/or related to platelet function found for the thromboembolic complications. The patient was pretreated with triple antiplatelet agents, 100 mg aspirin, 75 mg clopidogrel, and 200 mg cilostazol, 1 week before the procedure. Platelet function testing was not performed because of the lack of verify now in the hospital. There was full anticoagulation with intravenous administration of heparin to an activating clotting time of 250 to 300 seconds. All the procedures were performed with the jailing technique with placement of a 6 or 7 fr. Guiding catheter (gc) in the parent artery and a prowler select plus microcatheter for stent delivery was positioned through the neck of an aneurysm. An excelsior sl10 microcatheter was manipulated over a 0.014-inch microguidewire into the aneurysm. The enterprise stents was deployed across the neck of the aneurysm. The second stent was deployed through the interstices of the first stent and coils were inserted in the aneurysm. It was reported that there was no cause other than the y-stent (too much metal in the vessel) and/or related to platelet function found for the thromboembolic complications. Additionally, although the parent vessel diameters in this patient are not specified, it is noted that the minimum vessel size was 2.0+/- 0.8mm with a recommended minimum vessel diameter of 2.0mm outlined in the instructions for use (IFU). The IFU precautions that the performance and safety of two or more overlapped stents has not been established. Thrombosis, stroke, and ischemic events are known potential adverse events associated with the use of the enterprise vrd in the intracerebral arteries as outlined in the IFU. With review of the available information and as reported the use of the overlapping stents, pharmacological factors along with possible vessel characteristics are possible factors contributing to the thromboembolic complications with no indication of any related device performance issues. Therefore, no corrective actions will be taken at this time.